Event description:
Patient had endarterectomy and patch angioplasty right common femoral artery and vein graft in 2006. Readmitted seventeen days later, with wound dehiscence and infection. Wound measured 10 x 2.5 x 8 cm with 8 cm sinus/tunnel. Wound vac applied right groin in hospital. Wound checked and wound vac for-home-use applied at 1545 two days later. Discharged to be managed by home health. Home health evaluated for IV therapy the next day at 1200. Patient "to be transitioned"' to another home health agency for wound care, which wasn't available over this long holiday weekend. Patient went approximately 61 hours without the wound being evaluated. Family not taught how to use wound vac. Two days later at approximately 0400, the right groin arterial patch dehisced and the patient hemorrhaged. Rescue transported patient to the hospital where he died about an hour later. Exhibits attached: last hospital progress note (the same month 2006, 1545); home health evaluation for IV therapy (the next day, 1200); rescue run report (two days later, 0415).